Event description:
It was reported that the patient had a syncopal episode. It was also reported that the left ventricular (lv) lead had high thresholds and that the physician determined that the lead had failed. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.